Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torque 45x45 delivery sheath. The patient had been placed under consciously sedation for procedure. The 14f delivery sheath was inserted over guidewire after a trans-septal puncture. An unknown pigtail catheter was then inserted over the wire and into the sheath and placed in the left atrial appendage. A fluoroscopy shot was taken and the 14f delivery sheath was placed at the ostium. The 16mm amulet was prepped at the back table and passed to the catherization lab table. The pigtail catheter and guidewire were removed from the delivery sheath and a wet to wet connection of the sheath to the occluder/loader was established. The manifold was connected to the side port of the amulet occluder and continuous flush was initiated till the occluder reached the tip of the delivery sheath and then stopped. The occluder was deployed once inside the left atrial appendage, but the left atrial was deemed too small. The occluder was recaptured into the tip if the delivery sheath. The physician called for an 18mm unknown device, but before anything else could happen there were st elevations noted on the cardiac monitor and the patient arrested. The 14f amplatzer torque 45x45 delivery sheath was pulled back to the right side of the heart, the intracardiac echocardiogram (ice) catheter was removed, and a transesophageal echocardiogram (tee) probe was inserted. The tee confirmed presence of an air embolism. The patient was intubated and cardiopulmonary resuscitation (CPR) and live saving measures were initiated. The patient regained a pulse and blood pressure. The patient was taken to the intensive care unit (ICU) where they passed away on an unknown date due to unknown cause. Ultimately, there was no amplatzer amulet occluder implanted. There had been no aspiration performed and the dilator and guidewire had not been removed to quickly or slowly. The had been no noticeable air leak detected during device preparation or procedure. It is unknown what caused the air embolism.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had been placed under conscious sedation for procedure. The 14f delivery sheath was inserted over guidewire after a transseptal puncture. An unknown pigtail catheter was then inserted over the wire and into the sheath and placed in the left atrial appendage. A fluoroscopy shot was taken, and the 14f delivery sheath was placed at the ostium. The 16mm amulet was prepped at the back table and passed to the catherization lab table. The tip of the loader was submerged in sterile saline at all times to prevent ingress of air into the loader. A 50cc syringe was used for flushing with sterile saline. The pigtail catheter and guidewire were removed from the delivery sheath and a wet to wet connection of the sheath to the occluder/loader was established, and the loader was attached directly to the sheath. The manifold was connected to the side port of the amulet occluder, and continuous flush was performed till the occluder reached the tip of the delivery sheath and then stopped. The occluder was deployed once inside the left atrial appendage, but the left atrial was deemed too small. The occluder was recaptured into the tip of the delivery sheath. The physician called for an 18mm unknown device, but before anything else could happen, there were st elevations noted on the cardiac monitor, and the patient arrested. The 14f amplatzer torqvue 45x45 delivery sheath was pulled back to the right side of the heart, the intracardiac echocardiogram (ice) catheter was removed, and a transesophageal echocardiogram (tee) probe was inserted. The tee confirmed presence of an air embolism. The patient was intubated and cardiopulmonary resuscitation (CPR) and live saving measures were initiated. The patient regained a pulse and blood pressure. Ultimately, there was no amplatzer amulet occluder implanted. The patient was taken to the intensive care unit (ICU) where they passed away on (B)(6) 2023 due to unknown cause. There had been no aspiration performed and the dilator and guidewire had not been removed too quickly or slowly. There had been no noticeable air leak detected during device preparation or procedure. It was unknown what caused the air embolism.

Manufacturer narrative:
An event of air embolism, cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. From medical review "however, the most likely explanation is that the tuohy remained partially open after recapture of the 16 mm amulet, and that given conscious sedation, the patient spontaneously inhaled deeply, resulting in air ingress and subsequent embolism." There was no allegation of malfunction against the abbott device.